Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. A device history review (DHR) review was conducted for the reported ths-hysteroscope serial number. The device was released. The device was released meeting all qa specs. IFU, according to the instructions for use (IFU) warning: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
During an attempted novasure endometrial ablation, the physician "attempted multiple times to confirm proper placement of the novasure [disposable] device", but the device was "repeatedly catching at the internal os". A hysteroscopy was performed and a uterine perforation was noted (exact size unk). The novasure procedure was aborted. The pt was prescribed prophylactic antibiotics and discharged on the same day. On (B)(6) 2012, it was reported that the pt was seen on (B)(6) 2012 and "wasn't having any problems at that time."